Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse investigated the error on usm3 and confirmed error 319. The fse replaced the usm3 along with the carriage cover with light guides on usm1. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The error was confirmed to have occurred in the field via remote fe. The usm was then tested on an in-house system in normal mode and it failed the system test with a 319 error code. The usm was then tested on the patient side cart (psc) fixture test platform (pftp) where it failed the fiber test on the rolling loop fiber. A golden rolling loop was installed and the error disappeared. The original rolling loop fiber was re-installed, and the error returned. The rolling loop fiber assembly will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 319 with a node of 192 on usm3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3610. This complaint is considered a reportable malfunction event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system faulted on the universal surgical manipulator (usm3) and the customer could not recover the system with a power cycle. The customer disabled usm 3 and continued the procedure using the remaining 3 arms. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) after disabling the usm3. The system logs showed an error 319 with a node of 192. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-august-2022: the system was inspected prior to use and had no issues. The usm3 faulted and the customer attempted to power cycle the system to resolve the issue, but the issue persisted. The customer disabled the usm3 and confirmed that the procedure was completed with the remaining 3 arms.